Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :39565-65, serial# (B)(4), implanted: (B)(6)2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pain in his right leg starting on (B)(6)2017. They were unable to get paresthesia in the right leg due to lead placement. Reprogramming was scheduled for the week of (B)(6)2017 to try to resolve the issue to avoid surgery. It remains unknown if the patient will undergo surgery to resolve the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead appeared to be in the right level. Reprogramming was attempted to help with the patient's leg pain. It was reported that the patient felt most of the stimulation in their abdominal area. The rep planned on doing additional reprogramming and to follow up with the patient after a few days to see if the pain was resolved. No further complications are anticipated.